Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with a blood glucose level over 600 mg/dl. Customer treated with the insulin pump. Customer stated that her husband would be able to drive to the hospital if needed. Customer was advised to contact the medtronic help line for troubleshooting the insulin pump and to document if the customer was admitted to the emergency room. No additional information provided.